Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed with infusion complete displayed on screen. The pump was connected to a patient when it occurred. Continuous infusion rate was 5ml, total reservoir volume was 230, and amount given was 230. Air detector and upstream sensor were off. Length of infusion was 46 hours, but pump went off as completed after 39 hours. Locked level was locked and in place. No closed system drug transfer device (cstd) was used for the cassette, and no pump was used to prime tubing. Volume and rate were correct when infusion was started on patient, but infusion completed several hours early. The patient was not medically affected, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.